Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 15 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer advised to monitor the insulin pump and will call back if error occurs again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing. The power management tool confirmed power error and low battery alert was triggered when the backup battery unloaded voltage was less than 3.7 volts due to non-sleep anomaly software error. Or in the pump trace download. Device received with cracked retainer, broken battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, damage keypad overlay texture and scratched case.